Event description:
The customer contact reported backflow of fluid from the secondary solution container into the drip chamber of the primary tubing set. The primary tubing set was being used to deliver 250 ml of 5% dextrose in water, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of 500ml of leucovorin, at a rate of 310 ml/hr. The customer contact reported that the primary solution container was hung 4.5 inches below the secondary solution container. After an unspecified length of time, it was reported that solution backflowed from the secondary solution container into the drip chamber of the primary tubing set. At this time, it was reported that the primary solution container was hung 12 inches lower than the secondary solution container. After an unspecified length of time, the customer contact reported that solution from the secondary solution container again backflowed into the drip chamber of the primary tubing set. The nurse clamped the tubing of the primary tubing set and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.